Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the sides of the ilet screen showed signs of delamination on a device confirmed as (B)(6), while blood glucose control was not impacted. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of the reported condition and logistical replacement of the device. Investigation of this device revealed a device component cosmetic or structural issue localized to the display assembly consistent with screen delamination, with no functional device malfunction observed and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device component degradation consistent with wear or material defect.